Event description:
Caller reported an error with the continuous glucose monitor, specifically citing cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information, and the caller planned to reset the pump at their convenience, with a follow-up if the issue persisted.